Event description:
Complainant alleged that after delivering five shocks to a male pt, along with acls medications, the device would not convert the pt's heart rhythm. The clinicians obtained another device and were able to convert the pt to a normal sinus rhythm. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has not rec'd the prod. The customer indicated that they are not returning the prod to zoll medical for eval. Please refer to an attached copy of the user medwatch report.